Manufacturer narrative:
Continuation of d10: product ID ped2-450-30 (d076015); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for fusiform, unruptured aneurysm at the right internal carotid artery (ica) with a max diameter of 13 mm and a 9 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was unknown. The landing zone was 4.00 mm distally and 4.50 mm proximally. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that while positioning phenom 27 with ped2 flow diverter at desired distal landing, phenom with ped2 prolapsed in to aneurysm, so the doctor (dr.) Tried to reload the device in to sleeve but the ped2 got stuck in phenom proximal section during the delivery process. The dr. Withdrawn both phenom and the ped2 as a system. The angiographic result post procedure is the same. It was noted that the physician released the load (slack) in the system in an attempt to resolve the issue; however, this did not resolve the issue. No damage was observed on the catheter or the pushwire. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.